Event description:
It was reported that a pt was on the stretcher with their head located at the foot end of the unit. Reportedly, the pt was lying down on the stretcher in a reverse trendelenburg position. Allegedly, as the stretcher was bring adjusted to slightly elevate the pt's head, the foot section support broke and the pt slid to the floor. No pt injury reported.